Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead explanted and replaced successfully. No adverse consequence to patient.